Event description:
It was reported that the lead was explanted and replaced due to low, out of range, pacing lead impedance and noise. It was noted that the svc to coil portion of the lead had been previously capped, but pace/sense portion remained in use. The patient was doing well post-procedure.

Manufacturer narrative:
(B)(4).